Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was prepared for use during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during preparation the needle would not extend out of the catheter of the excelon transbronchial aspiration needle device. The procedure was completed with another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; the needle punctured the sheath of the device.

Manufacturer narrative:
A visual inspection found the device needle retracted within the sheath. The needle was found kinked and slightly bent at the base where the needle meets the inner coiled sheath. The needle was lodged between the hub and sheath and exiting on the side of the needle protective hub. The needle had punctured the sheath. A functional check found the device handle was not able to advance the needle due to the needle being lodged between the hub and sheath. It is possible that the kinked sheath and needle base caused the needle to become stuck between the od of the protective hub and the ID of the sheath and to exit from the side of the device. Based on the available information, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)